Event description:
It was reported that during primary left hip surgery the tip of the screwdriver broke into the screw. The broken piece was left into the patient. No delay in surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a fractured hexalobular screwdriver tip from a trident driver was reported. The event was confirmed. Method & results: -device evaluation and results: the device was returned in used condition. The tip of the hexalobular feature is fractured; deformation to the remaining portion indicates the fracture occurred while tightening a screw, consistent with the event description. -medical records received and evaluation: a review of medical records was not performed as none were provided. No further information was requested as there is no indication the failure was related to patient factors. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review indicated no others events for the lot referenced. Conclusions: the root cause was determined to be application of excessive force by the user.

Event description:
It was reported that during primary left hip surgery the tip of the screwdriver broke into the screw. The broken piece was left into the patient. No delay in surgery.